Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was to be implanted within the descending colon of a cancer patient on (B)(6), 2010. According to the complainant, the patient's anatomy was severely tortuous. During the stenting procedure, resistance was encountered when an attempt was made to deploy the stent. As a result the stent was unable to be fully deployed or reconstrained. The partially deployed stent was removed from the patient, and the procedure was completed with another wallflex enteral colonic stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
(B)(4): the complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Therefore the most probable root cause is operational context. If any further relevant information is identified, a supplemental medwatch will be filed.